Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: metal toxicity rupture generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown mentor silicone breast implants which the report of the incident coming from a friend of the patient indicating: patient just found out that hers are seeping and there is a rupture. She was told that the metals have seeped into many body organs. She is upbeat and looking forward to a surgery that will give her back her life. Yoga, meditation, active and feeling alive. The report indicates the removal surgery was on (B)(6) 2019. This report is for the left side.